Event description:
Pt was treated with a trochanteric fixation nail, helical blade and screw, along with an external bone growth stimulator on (B)(6) 2011. Pt returned to the surgeon complaining of continuing hip pain. X-rays and clinical exam on unk date showed a non-union of the femur. Pt was returned to the operating room on (B)(6) 2012. Surgeon removed the nail, helical blade and one unk screw. Pt was revised to a plate and screw fixation. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
A review of device history records for manufacturing revealed no complaint related issues.